Event description:
It was reported that the procedure was to treat an extremely calcified lesion in the lad. The lesion was pre-dilated and the vision was advanced, but it could not cross the calification. Upon removal, the stent became hung up in the calcification and dislodged from the balloon. Retrieval attempts were unsuccessful, so the stent was dilated and deployed in an unintended site in the lad. There was no pt effect reported.